Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release covered stent system was used during a stent placement procedure. According to the complainant, the indication for stent placement was to treat stenosis due to a tumor. During the procedure a guidewire was placed, the ultraflex was then advanced over the guidewire and into the intended position. During deployment, the stent deployed halfway, then a big resistance was felt on the suture. After trying to pull the release suture harder, nothing happened. They removed the whole system out of the patient. After removing the device from the patient, they pulled as hard as they can and it worked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4)for the reported issue of stent partially deployed. A visual examination found that the stent had been deployed from the device and had been returned. No issues were noted with the profile of the deployed stent. It was noted that the shaft was kinked at approximately 240 mm proximal to the distal tip. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release covered stent system was used during a stent placement procedure.according to the complainant, the indication for stent placement was to treat stenosis due to a tumor. During the procedure a guidewire was placed, the ultraflex was then advanced over the guidewire and into the intended position. During deployment, the stent deployed halfway, then a big resistence was felt on the suture. After trying to pull the release suture harder, nothing happened. They removed the whole system out of the patient. After removing the device from the patient, they pulled as hard as they can and it worked. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).